Event description:
It was reported occlusion alarms occurred. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.